Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that with the patient¿s current leads, if they turned their head they would get zapped even if it was set on a low level. The patient stated it was not a normal zap, so the healthcare professional (hcp) was planning to change the leads. The patient stated the leads were not working right. The caller was redirected to follow-up with their healthcare professional. No further complications were reported. Follow-up was conducted.